Manufacturer narrative:
Date of initial report: (B)(6) 2017. The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the activation button disengaged after sterilization. The device has been used less than 50 times. There was no patient involvement.

Manufacturer narrative:
Correction: additional information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that this product was manufactured as non-sterile. Non-sterile product carries only a manufacturing date and not an expiration date. The returned product did not meet specification as received. Visual inspection found the coagulation and cut button covers to be missing. The covers were not returned. The reported condition was confirmed. The device passed hipot testing. The device activated normally without when plugged into a generator. The customer was contacted to request the sterilization records for the device. The requested information was not provided. The product engineer reviewed the complaint and determined the most probable root cause of the reported event to be the methodology used during sterilization. Refer to the instructions for use (IFU) for sterilization guidelines. If information is provided in the future, a supplemental report will be issued.